Manufacturer narrative:
Per information provided by the distributor, carefusion technical support determined that the reported event was most likely caused by a faulty main printed circuit board assembly. The distributor was shipped a replacement main printed circuit board assembly. A returned goods authorization (rga) number was also issued for the return of the alleged faulty main printed circuit board assembly for evaluation. As of august 4, 2015, carefusion has not received the alleged faulty main printed circuit board assembly.

Event description:
This complaint originated from a foreign distributor in (B)(4). The distributor reported getting a "xdcr fault" error message on one of their ventilators. The ventilator was not on a patient at the time of the incident.

Manufacturer narrative:
Failure analysis (fa) lab received a vela main pcba. The vela main pcba was installed in to a known good unit. The unit was powered in service mode and the event error log was viewed, found xdcr events (2, 0, 36) recorded in log. The xdcr calibration was performed. Exhl diff xdcr pressure failed 0 pressure calibration @ ad 35, by specification min: 37, max: 690 and previous at 200 (2, 0, 35). The customer complaint was duplicated. This reported event considered a known issue addressed with an internal action. The vela main pcba was scrapped.